Event description:
It was reported to boston scientific corporation that an upper gi pan endoscopy was performed on (B)(6) 2025. During the procedure, the physician reported that the overstitch suture cinch could not be cut. The procedure was completed with another of the same device. There were no patient complications as a result of this event. Note: this report pertains to one of two overstitch suture cinch used in the same procedure.

Manufacturer narrative:
Block h6: device code a050702 is being used to capture the reportable event of cinch failed to cut.